Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Lot: 7074678.

Event description:
It was reported that the clinical study patients spinal cord stimulation leads displayed high impedances. There were no reported stimulations issues due to this event. The patient underwent a procedure where the two leads were replaced. There were no issues postoperatively. The devices will not be returned as they were discarded by the medical facility.